Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients parent that the patient was in car accident and they parent thinks the implantable pulse generator (ipg) "is a bad product" and the right ventricular (rv) lead was dislodged. The ipg and rv lead remain in use. It was further reported that the previous ipg was had a battery recall. No patient complications have been reported as a result of this event.